Event description:
(B)(6) study. It was reported that post coronary stenting treatment procedure, myocardial infarction and chest pain occurred. In (B)(6) 2012, the subject presented unstable angina (braunwald classification-iib) and cardiac catheterization was recommended. It revealed one target lesion. The lesion was a bifurcation lesion located in the middle left anterior descending artery (lad) with 75% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with direct stent placement using a 3.0 x 24 mm pe plus stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel. In january 2013, the subject presented with recurrent chest pain. No intervention was performed and the subject was treated medically. The event was considered to be resolved and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).